Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok and down arrow buttons required 2 to 3 presses to respond. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and ok keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.